Event description:
The reporter stated the surgeon implanted an 12.5mm icm 125v4 implantable collamer lens in 2009 in the patient's right (od) eye. The lens was explanted two months later, due to excessive vaulting and elevated iop. The lens was exchanged for a shorter lens.